Manufacturer narrative:
Age, weight and ethnicity: unknown/ asked but not available. Initial reporter: telephone number: (B)(6). Device evaluation: product testing could not be performed since the device was not returned for evaluation. Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation was required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) was missing its trailing haptic upon insertion into the patient's operative eye. Additional information received revealed that the missing haptic was still inside the preloaded device. As there was no backup lens and the original lens appeared well-centered, the lens remained implanted in the eye. The lens was explanted and replaced with a new lens on a different day. The patient was stable when discharged. No other information was provided.